Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline age of the patients represented in the article is 16 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: antithrombotic therapies in children on durable ventricular assist devices: a literature review. Thrombosis research, 2018 feb 28. Pii: s0049-3848(18)30260-3. Doi:10.1016/j.thromres.2018.02.145. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article was a literature review discussing anti-thrombotic therapies for children and adolescents on long-term vad support. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique manufacturer/device serial numbers. There were pediatric patients on vad support who experienced gastrointestinal bleeding, intracranial hemorrhages and neurological thromboembolism and device thromboembolism events. The status/location of the vads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an hvad pump with an unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial number is unknown. The reported event could not be confirmed based on insufficient information. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.